Manufacturer narrative:
No patient results impacted by this event. The beckman coulter fse dispatched to the customer site determined a malfunctioning luminometer had caused the analyzer to generate erroneously high rlu (relative light units) values. This malfunction has the potential to cause the analyzer to generate erroneous patient results. However, there is no indication that this potential was realized in this instance. (B)(4).

Event description:
The customer reported that qc (quality control) values generated on the customer's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) were outside established parameters. The customer reported that a system check performed on this same analyzer had failed. A beckman coulter fse ( field service engineer) was dispatched to evaluate the customer's analyzer.